Manufacturer narrative:
Other text: b5, d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem: updated. D3, g1,2 email is: (B)(4).

Event description:
Additional information was received via email. The unit was not being used on a patient at the time of discovery. The nursing staff was preparing it for teaching new nurses on it's function when they discovered that it was not heating.

Event description:
It was reported that there was a pump failure, "determined by a measurement of zero ohms across the pump motor. Pump was bad. 0 ohms at jp 6". Problem occurred during bench testing. No patient involvement was reported.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
D3, g1, and g2 email is: (B)(6). H6: evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the return tube has multiple cracks and leaked fluid onto the printed circuit board (pcb). There was evidence of fluid ingression on pcb. Functional testing found the device is not recirculating the water when turned on. Voltage of the pump was measured and found to be 12.0v; which is expected. The complaint was confirmed. Root cause was attributed to the pcb. The cracked return tube caused the fluid ingression on the pcb; this then caused the pump not to work. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the return tube and pcb on the tower. Replaced the o-rings and fan guard for preventative maintenance. Device passed functional testing after the completed repairs.